Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during flushing, there was a broken irrigation port/connector on the intellanav mifi catheter handle. The nurse did not notice the leakage during flushing. The issue was identified during ablation, because the ablation generator created a high temperature error. This resulted in further investigation, which revealed the leakage on the catheter handle. The catheter was exchanged with a new one, and this resolved the issue. The procedure was completed successfully, and no patient complications were reported.